Manufacturer narrative:
No radiographs confirming the event have been received. The device remains in-situ and no further evaluation of the product can be completed at this time. The root cause of this reported event has not been determined; no conclusion can be drawn. Labeling: "potential risk identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of the implant component(s)."

Event description:
On (B)(6) 2015, a (B)(6) year-old male patient underwent a posterior cervical spine fusion (c2-t2). At a later date, CT scan examination noted multi-axial screw fracture at c2 and c4. The patient has not done any vigorous exercise. The patient will wear a cervical collar for a longer period of time and the surgeon will monitor the patient's status.